Event description:
As reported, the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient was revised due to infection and a spacer was placed. There was no reported breakage of a device or surgical delay/prolongation. The outcome of the patient is unknown.

Manufacturer narrative:
D10: 300-01-15 - eq, humeral stem primary, press fit 15mm. 310-01-47 - eq, humeral head short, 47mm (beta). 300-20-02 - eq square torque define screw drive kit. Replicator plate. Poly pegged glenoid. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.